Manufacturer narrative:
(B)(4). The pump was received with a cracked case behind the pump at the battery compartment. Unit p-cap / test reservoir does not lock in place properly. The pump passed the displacement test.

Event description:
Information received by medtronic indicated that the crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.